Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) keeps displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archived data but could not be reproduced during functional testing. The root cause of ua45 is the driveshaft not being in its designated "home" position. This advisory is typically resolved by pulling up the lifeband until the chest bands are fully extended, which usually returns the driveshaft to its proper position. Before the platform was sent to zoll for service, the driveshaft had already been rotated back to the "home" position, and the ua45 advisory was cleared. Although the ua45 advisory did not recur during testing, it was likely caused by binding and resistance in the driveshaft due to a sticky clutch. The review of the archive data revealed that the autopulse platform displayed multiple ua45 advisory messages, confirming the reported complaint. The autopulse platform passed the preliminary functional test without any faults or errors. However, the encoder driveshaft did not rotate smoothly and showed signs of binding and resistance, confirming the customer's statement that it required excessive force to turn. The root cause of this issue was a sticky clutch caused by burr on the clutch plate. The stiff driveshaft triggered the reported ua45 advisory message. Deburring the clutch plate will resolve the binding issue and address the reported complaint. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during a daily shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Despite setting the driveshaft multiple times, it still did not turn easily and required significant force to turn. No patient involvement.